Manufacturer narrative:
This cypher stent delivery system is distributed outside of the united states. However, it is similar to the united states cypher stent delivery system. Additional information will be submitted within thirty days upon receipt.

Event description:
A report was received from another country indicating that a patient experienced a thrombotic event one day after receiving a cypher stent in the mid left anterior descending coronary artery. The target lesion was described as 2.5 x 25 mm long, de novo, eccentric, bifurcated and calcified with a type c classification. The lesion was predilated and a 2.5 x 28 mm cypher was implanted at 20 atms for 20 seconds. Intravascular ultrasound was conducted and the residual stenosis was zero. The patient complained of chest pain the following day and coronary angiogram revealed a thrombus in the cypher stent. It was treated by aspiration and balloon angioplasty. According to the physician, the thrombotic event may have resulted because the lesion was very calcified and the stent was under-dilated to at the proximal end to avoid perforation.